Manufacturer narrative:
(B)(4). Device evaluation: the reported problem of "broken cable" was confirmed during device evaluation. During visual inspection the ac power cord was found to be broken. The device was returned unrepaired due to obsolete part. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The facility representative reported a flogard infusion pump with a broken cable. It is unknown when this condition occurred. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.